Manufacturer narrative:
Additional information: on april 20, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the photo provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. As part of our quality process, the manufacturing records of this 6465356 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 300cc mentor memorygel breast implants and experienced rupture and soft tissue necrosis on the left side as well as bilateral wound infections postoperatively. As a result, the patient underwent device removal on (B)(6) 2019. This report is for the patient's right-sided device.